Event description:
It was reported that the surgeon inserted a competitor's lens with the msi-pm injector and the haptic was torn during insertion. The lens was removed and another lens was implanted without any patient injury. The reporter stated the incident was due to a loading error.